Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - the device was not returned; therefore, a technical analysis was not completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that post a stenting treatment procedure, patient death occurred. Predilatation was performed with a 2.5x20mm and 3.0x20mm non-bsc balloon. All lesions being treated were moderately calcified and tortuous. A 2.75x38mm taxus liberte stent and a 3.0x24mm promus element stent were deployed in the totally occluded lesion located in the mid right coronary artery (rca). A 2.75x28mm promus element stent was deployed in the totally occluded lesion located in the distal left circumflex (lcx). A 3.0x 12mm promus element stent was deployed in the 90% stenosed focal lesion located in the mid left anterior descending (lad) artery. The 85-90% stenosed, bifurcated lesion located in the left main (lm) artery was dilated with a 3.0mm balloon and a 3.5x16mm promus element stent was deployed. Timi iii flow was maintained. When the bifurcation from the lm to lad was being treated, flow limitation occurred in the lcx. The physician attempted to access the lcx through a side branch, for about 15 minutes, by re-wiring. However, in-stent thrombosis occurred in the lm stent. The physician attempted multiple times to balloon, but the flow was not improved and the patient's blood pressure dropped. Anterior wall function "took a turn for the worse" and ventricular tachycardia occurred. Defibrillation was performed and the physician ballooned again to obtain timi iii flow, but it was unsuccessful. Medications given included: verapamil and nitroprusside. The patient was transferred to the ccu and experienced chest pain, low blood pressure, ventricular tachycardia, and death. The documented cause of death was cardiac arrest due to myocardial infarction.